Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The hcp reported that the ins was ¿no longer working¿ and had been off for 7 years. The hcp had no additional details. No further complications were reported.